Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report on the "white band was stretched" because the amber band was not included in the return; however, the bands were returned deployed in the package. The trigger cord wound on the two-way handle, loading catheter, barrel, two (2) deployed black bands and irrigation adapter were included in the returned. Four (4) bands, including the amber band, were not included in the return. During a visual examination of the device, it was observed that the handle was returned in the two-way position. It was observed that the knot on the trigger cord was not seated properly in the groove of the handle. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The band lot number associated with this complaint was researched and it can be concluded that the bands were within the acceptable date range. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The reporter indicated "that it was user error on the part of the technician, when the device was loaded onto the endoscope, because she felt the barrel with the bands was handled roughly". The application of tension on the trigger cord or pressure on the bands can cause premature deployment. This is the most likely root cause. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use advise the user: ¿with handle in two way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. The device was loaded onto the endoscope, and they noticed that the white band was stretched. A new device was opened and used to complete the procedure. There was no reportable information at this time. The device was received on 04/12/2018. The bands were deployed in the package. The amber band was not returned with the device. Additional information was received from the cook area representative on 04/12/2018: the nurse that was in the procedure room stated that when loading the barrel onto the endoscope, the technician was handling the bands roughly when loading. The physician noticed that the white (amber) band was loose on the barrel. Rather than using the device, it was taken off of the endoscope and a new device was used. The nurse in the procedure room stated she felt that it was user error on the part of the tech, when the device was loaded onto the endoscope, because she felt the barrel, with the bands, was handled roughly. In addition, you [the area representative] are unsure as to why the device was received back with the bands deployed. Additional information was received on 05/04/2018: after having a conversation with lead technician, it is their understanding that bands were loose [band not tight enough] and fell off after setting up device prior to use.